Event description:
It was reported the patient complained she feels nauseous when her scs ipg is (B)(6) depleted. The patient is implanted with a pns system to treat abdominal pain. The patient stated will discuss having her ipg replaced with her surgeon. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.